Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, lot# n259261003, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a consumer regarding a patient receiving gablofen (baclofen) 2000mcg/ml for a total dose of 150mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported patient was experiencing loss of therapeutic relief since pump replacement on (B)(6) 2016. There was no known factors that may have caused, contributed, or may have led to the issue. A dye and motor study were complete today ((B)(6) 2017) prior to replacement. Dye study was unsuccessful , and they were unable to withdraw any fluid. No actions/inventions were listed and was listed as not applicable. It was noted the issue was resolved at the time of the report, and patient's status was alive-no injury. It was noted surgical intervention occurred as the catheter was replaced on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n259261003, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer's representative; the catheter was returned to the manufacturer for analysis and it was noted that the initial reporter was a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. It was noted that the sutureless catheter connector was damaged at explant. (B)(4) and (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.